Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink system continu-flo solution set failed during unspecified process step. The customer reported that there was no blood visible. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The date in the previously submitted MDR, follow up # 1, was incorrectly submitted as 08/30/2019. The correct date is 08/29/2019. Should additional relevant information become available, a supplemental report will be submitted.